Manufacturer narrative:
The technician tightened the ground connection to repair the bed.

Event description:
Info received indicates the bed has a high ground resistance reading due to a loose ground wire on the power cord plug.